Manufacturer narrative:
Submit date: 5/9/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported: during infusion of unosyn (an antibiotic) leaking was found between the male end of the microclave and the female end of the microbore tubing.